Manufacturer narrative:
Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(4) that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that there was an entanglement of the inner strand on the 5.5 healix adv sp biocomp ce anchor device. According to the report, it was required to pass into a metallic thread but it was impossible to retrieve the strand and was necessary to cut it with scissors in order to remove it. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. UDI: (B)(4). Investigation summary : the complaint device is still implanted in the patient, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, the suture appeared to be tangled. A manufacturing record evaluation was performed for the finished device lot number: 8l16982, and no nonconformances were identified. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause for the suture condition could be attributed to procedural variables, such handling of the device or product interaction during procedure. The photos does not provide enough evidence to determine root cause. As per IFU, load the desired sutures through the threader tab. The suture tails should extend approximately one inch (1") through the threader tab kite opening. Pull the threader tab to load the sutures through the device. Discard the threader tab. Hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Use a mallet to insert the dilator and anchor tip into bone, stopping as the first anchor thread enters bone. Tensioned sutures may be placed in the slot on the driver handle for convenience. Release the stay suture from the driver handle, release any sutures that have wrapped around the driver during insertion, and remove the driver from the anchor. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.